Event description:
Heathcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident was noted by the cobe c3 hemodialysis machine's blood leak alarm, approx 1 hour and 45 minutes into a 3 hour and 30 minute treatment. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt, with an estimated blood loss of 250cc to 300cc. Treatment was resumed with a new dialyzer of the same lot and completed without further incident. No pt injury or medical intervention was reported per hcp.